Event description:
A malfunction alarm was reported on the pump without any notable events preceding it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.